Event description:
The reverse trendelenburg function was not working on this bed. The hospital maintenance department speculated an issue with the limit switches. The hospital decided that they were not going to repair the bed at this time. The bed has been taken out of service. The hospital would not provide further information.